Event description:
It was reported that inappropriate shocks due to noise was noted. Noise was noted after provocative testing. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received internal insulation abrasion was found underneath the rv shock coil at 59.0cm to 59.8cm from the connector pin. Etfe coating of the ring electrode sensing conductors was intact at the abrasion site. The inner coil lumen was abraded in the same area. This damage could cause the reported inappropriate therapy.